Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 1-9 colony forming units (cfus) of enteric flora. The device was retested on (B)(6) 2025, and it tested positive for 1-9 cfus of enteric flora. Brushing and washing were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: no growth. Bacterial identification: n/a. The device was not evaluated. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.